Manufacturer narrative:
D10 concomitant product: cl-13-mg, cl-13-mg polysorb 2-0 und 5x45cm gs21dt, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 3 weeks post-operative to a posterior cervical spine procedure, the wound dehisced approximately 2¿3 cm at the top of an approximately 13 cm incision where two sutures were used. The physician became aware of the dehiscence at a follow-up visit and the patient returned to the operating room for an open incision and drainage procedure for the dehiscence, during which a wound washout was performed and the fascial and subcutaneous layers were repaired with placement of permanent retention sutures.